Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered 2 boluses to address elevated blood glucose. Due to insulin stacking, bg decreased below 20 mg/dl. Customer disconnected from the infusion set and drank juice. Customer went to the emergency room and was admitted to the hospital. Intravenous glucose was administered. Customer was discharged on (B)(6) 2018. Bg was 60-70 mg/dl. Customer did not understand insulin stacking and received additional training pump and cgm (continuous glucose monitoring) since being discharged.